Event description:
The customer stated that she was hospitalized twice for blood glucose levels above 700 mg/dl. Once in (B)(6) of 2010, and again in (B)(6) of 2010. The customer also stated that the buttons on the insulin pump are working intermittently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.